Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (tavr), into a failing medtronic aortic surgical valve, upon deployment, the valve positioning was too deep. The valve was partially recaptured and redeployed. Initially, the valve position was adequate, but it dislodged toward the ventricle with an approximate depth of 11-12mm. An echocardiogram revealed a possible torn or flailing leaflet on the previous surgical valve, which was observed behind the frame of the tavr. The physician chose to deploy the valve in this position. Hemodynamic assessment showed an elevated left ventricle end diastolic pressure ( lvedp) and moderate-severe paravalvular leak (pvl). Subsequently, a second valve was implanted 7mm higher, to provide additional seal and radial force. Hemodynamics improved, the pvl reduced to mild-moderate, and the gradient was higher than expected. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm x 4cm non-medtronic balloon. Post-bav, the gradient decreased to approximately 3mmhg and the pvl reduced to mild. No additional adverse patient effects were reported.